Manufacturer narrative:
The logbook-analysis revealed that the device generated the technical alarm "blower defect" ((B)(4)). The root cause for this was a faulty pcb motor controller. The blower performance is checked continuously by monitoring the rotation speed of the turbine during operation. The alarm "blower defect" is generated in case the measured rotation speed differs from the set point (outside the allowable limits), which indicates that the turbine is working incorrectly. If the technical alarm "blower defect" occurs, the device will switch to so called patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. The emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary the field failure rate of pcb motor controller is low and within the accepted range. The installed pcb motor controller was replaced and the device was tested successfully afterwards.

Event description:
It was reported that: the device continuously alarms. The log analysis revealed that the reported event and reported date was the service action (no shut down on patient). The log analysis now revealed ventialtor shut down on (B)(6) 2015. This event will be reported now.